Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information revealed the patient underwent surgical intervention where the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty recharging her ipg for approximately 2 months. However, the patient stated she recently was able to charge the device. However, the patient stated when she turned the stimulation on, she felt a surge in her pain areas and afterwards the ipg would no longer communicate with the external devices. The patient's programmer also reflected a communication error. As such, the sjm representative met with the patient and confirmed the issues. As a result, the patient will consult with a physician regarding surgical intervention as the next course of action.